Event description:
On (B)(6), 2014, the lay user/patient contacted lifescan USA alleging an unknown error with her onetouch ping meter. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged error began on (B)(6), 2014 at 8:00 am. The patient could not recall specific details relating to the alleged error that she received on the subject meter. The patient manages her diabetes with an insulin pump. The patient claimed to have developed the symptoms of "frequent urination and dizziness" at approximately 11 am on the same day, after the alleged error began; however she denied having received any treatment. At the time of troubleshooting, the csr noted that the patient did not have testing supplies available to perform a walk-through test. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as the patient claimed to have developed the symptom of ¿frequent urination¿ after the alleged error began. This symptom does meet lifescan¿s criteria for a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (12/27/2014). The patient¿s meter has been returned on 11/25/2014 and evaluated by lifescan product analysis on 12/15/2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to have data corruption. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.